Manufacturer narrative:
Open book / critical pump error after battery installation. The critical pump error was generated by pump error 4 per boot loader traces. Pump error 4 was generated as a result of a hardware problem. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had picture of insulin pump with x on screen and an arrow pointing towards the manual. The customer¿s blood glucose level was 14 mmol/l at the time of the incident. Customer reported they received the open book image on the insulin pump screen. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.